Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's act button was not responding. The customer's blood glucose was 324 mg/dl. The customer received a low reservoir alarm as well. The customer attempted to change the reservoir and infusion set but was unable to open the main menu on the insulin pump. The customer also changed the battery but the issue persisted. The customer had reverted to manual injections to stabilize their blood glucose. Advised that a replacement insulin pump would be sent and that the customer's insulin pump would be returned for analysis. Nothing further reported.